Event description:
On (B)(6) 2011, haemonetics received a call from a customer regarding a case of suspected hemolysis which occurred in first draw cycle while using the pcs machine. The plasma was light pink to amber. The cells were returned to donor prior to the suspected hemolysis being noted. The procedure was terminated with no donor injury or reactions. No operator injury occurred.

Manufacturer narrative:
No returns of contaminated soft goods per (B)(4), therefore, no samples are available for evaluation. Root cause cannot be evaluated. A haemonetics field service engineer found a sticky rotor on blood pump and a new one was ordered. The device was checked entirely in utilities and the device now meets manufacturing specifications. No images or sample available to evaluate hemolysis, therefore, hemolysis not confirmed. A sticky rotor did not cause hemolysis and no issue with pump motor noted. (B)(4).